Manufacturer narrative:
Zoll has not received the autopulse li-ion battery for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
As reported, the autopulse li-ion battery (sn (B)(6)) was observed to be swollen, which made insertion into the autopulse platform difficult. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
The autopulse li-ion battery involved in the reported complaint will not be returned for evaluation, as the customer was requested to dispose of it due to its current condition. Therefore, a physical investigation could not be performed, and the root cause could not be determined. Correction: b3, date of event, h6, type of investigation additional information: b5, describe event or problem, h4, device manufacture date, h11, additional manufacturer narrative

Event description:
During the shift check, the autopulse li-ion battery (sn (B)(6) was observed to be swollen, which made insertion into the autopulse platform difficult. The charger showed a charged/ready status with no failure indicated after the charge attempt. When the battery status button was pressed, the green leds lit, confirming a full charge. The platform was confirmed to be functional when used with another battery. No patient involvement.